Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a sensor updating then got a change sensor alert on insulin pump. The customer¿s blood glucose was 50 mg/dl. The customer treated low blood glucose with food. The customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.